Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('had iud move into my stomach') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian mass ("mass on my ovary"), scar ("scar tissue") and polyuria ("essure is the cause of y u have to pee all the time"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device dislocation, ovarian mass, scar and polyuria outcome was unknown. The reporter considered device dislocation, ovarian mass, polyuria and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, ovarian mass and scar, polyuria. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- new event essure is the cause of y u have to pee all the time were added. New reporter were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('had iud move into my stomach') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian mass ("mass on my ovary") and scar ("scar tissue"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device dislocation, ovarian mass and scar outcome was unknown. The reporter considered device dislocation, ovarian mass and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, ovarian mass and scar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('had iud move into my stomach') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ovarian mass ("mass on my ovary") and scar ("scar tissue"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device dislocation, ovarian mass and scar outcome was unknown. The reporter considered device dislocation, ovarian mass and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian mass, device dislocation, abdominal pain upper, scar tissue. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.